Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported issue with impedances at a stage two implant case. The rep stated that when using the clinician tablet ,all impedances on the right side were out of range. It was stated that the doctor removed the extension from the header of the ins, they wiped off components, disconnected components and reconnected everything. After attempting this the impedances were still high. Impedance values from the clinician tablet; c11 2315 c10 2383 c9 2739 c8 2505 811 4748 810 4810 89 5039 911 4938 910 4971 1011 4397ohms the rep reported that when testing using the clinician programmer at 0.7v, all impedances were out of range but did not have specific values. Impedances run using the clinician programmer at 3v were: c8 1494 c9 1581 c10 1494 c11 1482 89 3117 810 3117 811 3142 910 3076 911 3184 1011 2846ohms it was reviewed for the rep how impedances values can be elevated at implant or when the amplitude used for testing is lower and how the tablet tests impedances. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) indicating that the new clinician tablet programmer does not test at 3v, unless the impedances are 10,000 and above. Rep noted that nothing was out of range at 3v using the clinician programmer to test. The impedances were only out of range with the tablet. No further patient complications were reported/ anticipated as a result of this event.